Manufacturer narrative:
Age at time of event: 18 years or older. The pusher wire and introducer sheath was were returned for analysis. Visual inspection noted the pusher wire was stuck inside the introducer sheath, probably due to dried blood. The introducer sheath was inspected and no damage was noted. Blood was noted on the corewire of the pusher wire and was found to be broken. Microscopic inspection of the interlocking arm of the pusher wire noted no issues. The dimensions that could be measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. When the saline flushing frequency is not the appropriate, a 'retrograde blood flow¿ happens. It means there is blood within the introducer sheath or in the coil, which is a result of intermittent flushing. The dfu states: in order to achieve excellent performance of the interlock fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that a continuous flow of appropriate flush solution be maintained between a) the microcatheter and guiding catheter, and b) the microcatheter and any intraluminal device. (B)(4).

Event description:
Reportable based on device analysis completed on april 19, 2017. It was reported that difficulty advancing occurred and resistance was felt. The target lesion was located in the moderately tortuous internal iliac artery (iia). A 4mm x 15cm interlock¿ was selected for use. During the procedure, the physician attempted to push the coil inside the renegade catheter; however, resistance was encountered and the coil was unable to come out at the exit post of the introducer sheath. The device was removed from the catheter once and an attempt to remove the coil from the patient's body was performed; however, severe resistance was felt. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the core wire of the pusher wire was broken.